Event description:
Related manufacturer reference number: 2017865-2022-44768. Related manufacturer reference number: 2017865-2022-44770. It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the pacemaker and the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). Meanwhile, it was noted that the right ventricular (rv) lead exhibited noise oversensing. No intervention was performed for pacemaker and atrial lead. The programming changes was performed for rv lead. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes the pacemaker, right atrial lead and right ventricular lead were explanted due to unknown death.

Manufacturer narrative:
The reported event of lead noise was confirmed. Visual inspection found full breach outer insulation degradation adjacent to the connector boot exposing the outer coil. The cause of the reported event was due to full breach outer insulation degradation. Actions have been taken to prevent reoccurrence.